Manufacturer narrative:
The device was discarded by the facility and a lot number was not provided; therefore, further investigation was unable to be performed. Additional information received from the facility noted the bare metal portion of the stent was not released in the correct location (portal vein).

Event description:
A facility generated voluntary medwatch report was forwarded to gore from the FDA. The report notes a gore viatorr tips endoprosthesis is associated with a serious injury. The report states "when passing stent through an ij sheath for a tips procedure, one of the struts stuck on the end of sheath (just past the hub). Radiologist unable to move the stent forward or retract. The stent was removed in the operating room in an open procedure." Gore obtained the following additional information from the facility: the bare metal portion of the stent was released prior to reaching the portal vein; subsequently, it deployed in the parenchymal tract. The physician pulled the device back into the internal jugular, but was unable to retract the bare metal portion of the stent into the sheath. The patient was sent to the operating room to have the device removed from the internal jugular. The following day, the patient had a successful tips procedure.